Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to infuse through the sample was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Microscopic inspection of the sample revealed white crystalline precipitate within the catheter tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, the sample was partially occluded. Following disassembly of the connector, inspection of the proximal end of the catheter revealed it to be bunched on the proximal connector segment stent. The catheter was also bunched distal of the compression sleeve. Microscopic inspection of the proximal end of the catheter confirmed it to be bunched on the connector stent. The catheter bunching within the distal connector segment resulted in the observed partial catheter occlusion. The bunching of the catheter on the proximal connector segment stent caused that partial occlusion. Such bunching is caused by over-advancing the catheter on the blunt connector stent during catheter/connector assembly. The product IFU provides states ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the physician was unable to aspirate blood and to perform flushing after the catheter was placed in the patient's vein. After completion of the placement, the physician felt resistance when flushing. Then the catheter was removed on the same day. The catheter was inserted from the brachial vein.